Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event estimated as 1/1/2023. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure using a proglide device after an unspecified procedure. Reportedly, when attempting to close, the posterior wall was pinched with the needles and it closed the artery. The patient had to get surgery to reopen the artery without any other complication. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.